Manufacturer narrative:
.

Event description:
The device shows an "x" and can't turn on. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.there was no report of patient involvement.